Event description:
The customer reported that his olympus hd camera head was presenting an intermittently image during procedure preparation. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The camera was providing an intermittent image due to a faulty cable. Additionally, the subject device failed the leak test due to a puncture in the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.